Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at unknown concentration/doses via an implantable pump for spinal pain indications. The patient reported that their catheter had a hole in it and needed to be replaced but they did not want to go back to the surgeon that put the pump in because they did a sloppy job and stated that the incisions were tacky. They had done relative well with it until the catheter got a hole, and stated they have had the pump 'maybe 4 years.' Patient mentioned 'when I lost my pain pump (hole in catheter), I had a huge different pain. I didn't realize how much it was helping me. He (hcp) turned it down 20% when he found out (about catheter issue) and he told me turned it up 30% and said because you didn't feel anything, I think we need to do a dye study. So we found out about the (catheter) hole with fluoro on the dye study'. Patient mentioned medtronic representative (rep) 'referred' them to a new pain management doctor but was not made aware of these catheter issues. Patient mentioned the pump was always flipped and they would have to flip it quite a bit. The nurse that comes in to do their little tests put something over it to read it to see how much fluid was still in it all that kind of stuff and the nurse told the patient they had to flip the pump over because it was not facing the right way. Patient mentioned surgeon 'put incision from the side up to the breast and I have big breasts, so the breast lay on the incision. The incision broke up in about 3 places, so, I've had a bad experience as a former surgical nurse.' The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 19-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.